Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value over 30 mmol/l with rapid deep breathing, abdominal pain, extreme thirst (polydipsia), shortness of breath, chest pain and moderate ketones due to an inaccurate delivery issue with the pump. The patient reportedly did not require medical intervention. Troubleshooting by animas customer technical support (cts) indicated the following during a review of the pump basal and bolus history: the basal delivery totals in the total daily dose matched the active basal program total as expected. The basal history reportedly matched the active basal program settings. The bolus totals reportedly matched and all boluses were recorded as programmed. The reported issue was not resolved during troubleshooting. This complaint is being reported because the patient experienced a hyperglycemic event due to the alleged inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump history revealed that the pump was manually suspended on (B)(4) 2016 at 11:02 and manually resumed at 11:30. The last basal delivery and the last bolus delivery were on (B)(4) 2016. The total daily dose added up correctly and reflected the users programmed basal rates. There was no delivery defects found during the delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during testing. The reported inaccurate delivery complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked above the bumper pad and on the side near the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.